Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had a power error detected alarm. The customer¿s blood glucose unknown. Customer states that the insulin pump had no delivery alarm during bolus. The insulin pump will be returned for analysis.

Manufacturer narrative:
Power error due to j6 connector resistance issue. No low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. The insulin flow blocked alarm functions properly during the basic occlusion test and force sensor test. No unexpected insulin flow blocked alarm or no delivery alarm noted during testing. Device had a damaged or dented retainer causing the retainer to be out of round. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test and force sensor test. Unable to perform the displacement test, occlusion test and the delivery accuracy test due to damaged or dented retainer. The test p-cap and reservoir will not lock in place in the reservoir compartment due to damaged or dented retainer. Device also had a scratched case, stained serial number label and a pillowing keypad overlay.